Event description:
An issue was reported via email by the patient concerning their insulin pump, touchscreen being unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and was in the process of obtaining a new device as the current pump was out of warranty. No further information was obtained.